Event description:
The account alleged, the bed will not place a nurse call. No pt impact.

Manufacturer narrative:
The account can hear the relay click on the sidecom board. No further info is available on the repair of the bed at this time.